Event description:
The manufacturer received information alleging a trilogy 100 doesn't calibrate and is noisy. The device was not reported to be in use on a patient at the time of the occurrence. The trilogy 100 was returned for evaluation, and the customer¿s complaint was not confirmed. There was no evidence of foam degradation in the device. During the evaluation it was noted that the device has failed to calibrate. In conclusion, the devices system sensor board assembly and motor blower assembly were replaced to address the issue. The root cause is confirmed at this time. The device passed all final testing.